Event description:
The hospital reported that during an aortic arch aneurysm replacement, bleeding occurred from the anastomosis site while implanting the hemashield 4 branch 26mm platinum graft. The hospital was unable to confirm that amount of blood lost; however, transfusion was not required. Hemostasis was achieved by applying fibrin glue. The graft was implanted and product will not be returning.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. All pieces manufactured within this batch passed air permeability testing per internal procedures prior to distribution. (B)(4).